Event description:
Boston scientific received information that during a routine device replacement procedure, the shock impedance measurements on the right ventricular (rv) lead with the chronic device was 55 ohms. After connecting the rv lead to the new device, the measurements were greater than 200 ohms. The new device was reconnected after cleaning all connectors and the measurement remained greater than 200 ohms. The lead was reconnected to the chronic device and noted a measurement of 55 ohms. The device was connected to the new device and measurements greater than 200 ohms persisted. Single coil measurements were 89 ohms, while dual coil measurements were greater than 200 ohms. As a result, it was suspected that the proximal coil was the cause of the out of range measurements. Fluoroscopy was used and no lead defects were noted. Therefore, it was decided to program the lead to single coil configuration and monitor appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.